Event description:
A malfunction was reported by the caller on the pump, identified by malfunction code 9, attributed to a momentary motor skip likely caused by a high force impact, such as dropping the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resolving the issue, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue arises again.